Manufacturer narrative:
The autopulse li-ion battery (sn (B)(6) was returned to zoll for investigation. The reported complaint was not reproduced during the testing at zoll. The battery was fully charged and tested on multiple autopulse platforms. The battery was able to power up and perform compressions with no issues. The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005.

Event description:
The customer reported that, during shift check, the fully charged autopulse li-ion battery (sn (B)(6) does not power up the autopulse platform. No patient involvement.